Manufacturer narrative:
(B)(4). This report is for an unk - plates: lcp condylar/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: patterson b., breslin m., wadenpfuhl l., wadenpfuhl h., (2021) new versus old: 95 degrees angled blade plate versus distal femoral locking plate. A randomized clinical trial, injury volume 52, pages 1563¿1568 (USA) https://doi.org/10.1016/j.injury.2020.11.060. This study aims to compare the locking condylar plate (lcp) with the 95 °angled blade plate (abp) for distal femoral fracture patterns amenable to either device. Over 2007 through 2016, the investigators performed a randomized, prospective trial for the management of distal femur fractures comparing two fixed angle implants, the abp and the lcp, both depuy synthes; paoli, pa. Seventy-eight patients with 79 eligible fractures were randomized. Thirty- six were randomized to abp, and 42 patients with 43 fractures were directed into the lcp group. Two abp patients crossed over to lcp based upon intraoperative lateral wall comminution precluding safe insertion of the abp.abp group had 34 patients (12 males, 22 females) with a mean age of 62 years old (range 21-96), while in the lcp group are with 44 patients (19 males, 25 females) with a mean age of 59 years old (range 21-96). All patients were followed to union with mean follow-up of 25 months (range, 12-42 months). The following complications were reported: fourteen patients were deceased between 8 and 31 months after surgery, not directly related to the distal femur fracture. Eleven of these patients died prior to completion of mfa surveys. Abp group: 1 deep infection. 5 malunion ( =5 °). 1 malunion ( =10 °). 2 any secondary procedure. Presence of any angular deformity at union in the study patients was 18% after abp. 5 healed with minor deformity. 1 united with a major deformity. 1 screw removal due to prominent implants. Lcp group: 1 superficial infection. 1 deep infection. 3 nonunion. 9 malunion ( =5 °). 2 malunion ( =10 °). 8 any secondary procedure (three with revision orif after lcp nonunion, and two with revision orif after lcp malunion). Of the 60 fractures excluded from the study for surgeon preference for lcp twelve (20%) developed nonunion and underwent revision orif. Presence of any angular deformity at union in the study patients was 24% after lcp. 9 healed with minor deformity. 2 united with a major deformity. 2 plates removal due to prominent implants. This report is for an unknown synthes 95 °angled blade plate (abp) and the locking condylar plate (lcp). This report is for (1) unk - plates: lcp condylar. This report is 4 of 7 for (B)(4).